Manufacturer narrative:
Other applicable components are: product ID 37761, serial# (B)(4), product type: recharger.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having a return of symptoms and had not recharged their ins for approximately 3 weeks. They stated that they could not charge the ins due to the ins recharger (insr) not charging when connected to the desktop charger (dtc). A replacement insr, dtc and insr antenna were sent. No additional symptom, and no complications were reported for this event.